Event description:
Our hosp had an emergency "code blue." The response team arrived on scene and following routine procedures, decided to connect a zoll AED to the pt for defibrillation as needed. The AED was connected to the pt and during the expected sequence of verbal directions from the AED, a verbal direction, of "replace battery" was given. Immediately, a second AED unit was obtained and replaced the first unit, resulting in the same verbal direction, "replace battery." Over the week, all units were reviewed and batteries changed. Contact was made each day with the MFR and one of our units was sent and evaluated with them. After the evaluation was completed, it was determined that there was no battery or AED unit technical problem. The unit was charged and ready to defibrillate had we needed it to -although in this medical event, for clinical reasons it would not have been called for beyond the CPR underway-. Rather, special battery installation requirements were apparently not met. This led to the machine miscounting the estimated life or capacity of the batteries and the verbal warning to "replace batteries." One of the concerns noted in writing to the MFR, was that this verbal direction was inappropriate and unsafe. While the AED units in question would operate to provide an emergency response -shock-, their operating design left our staff with confusion, concerns and recommendations including: the AED verbal direction "change batteries" should not be used as it prompts concerns for an immediate action, which as in this case, was not necessary. Such audible directions should come in the resting mode, not when the AED is turned on, which is only during an emergency. The new battery placement reset button should include an acknowledging verbal direction that the battery life capacity has been reset. A notice -sticker- inside the AED battery case should remind equipment technicians of the unusual required battery change method for proper battery life/capacity operation. We are concerned with the absence of design features to prevent user error, the presence of features that promote user error, and the concern that may such units have been distributed with these concerns. The MFR has heard our recommendations.